Event description:
Customer reported that their patient had a correction performed (re-rotation of iol lenses / re-alignment of the lenses) after a surgical surprise.

Manufacturer narrative:
Based on provided information the issue is related to a misinterpretation of the surgeon printout provided by the iolmaster 700. The error was made while the doctor transitioned from using the barrett online iol calculator printout to the new surgeon printout of the iolmaster 700. The doctor ignored the axis information in the toric power section of the iolmaster 700 and used the residual astigmatism axis (res.ast.) Instead. This led to lens implantation with wrong axis. The device worked within and meets zeiss manufacturer specifications.